Event description:
The customer reported to olympus, the distal tip broke off the resection sheath. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a broken beak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected data: e3 (inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to impact of a major mechanical force (a blow or a fall). Based on the nature of the damage, it is assumed that this is thermo-mechanically induced damage. It is unclear, whether the insulation insert had previous damage or wear and tear through reprocessing (cds) or from the last procedure. Olympus will continue to monitor field performance for this device.